Event description:
On august 1, 2006, the lay user/ patient contacted lifescan alleging that his pocketscan meter would not power on. The technical service representative (tsr) corresponded with the patient on august 2, 2006, to obtain/verify information. The patient has had the reported meter for about 4 yrs and has never changed the meter's batteries. About two weeks prior to contacting lifescan, the meter stopped powering on. She did not test herself with another meter. During the time the meter was not turning on, the patient developed symptoms of feeling dizzy and weak on various unspecified days. Each time she developed symptoms; she treated herself by consuming unk quantities of glucose tablets. The self-treatment relieved her symptoms each time. The patient is not sure if the symptoms were caused by hot wheather conditions that have occurred in another country, for the past two weeks. Although the patient was unable to test her blood glucose, she continued to take all her medications as prescibed. At the time of concern, the patient was taking 18 units of "novomix 30" in the morning and 12 units in the evening. The morning dose was reduced to 16 units after she visited her doctor in 2006, due to experiencing more symptoms of dizziness. It is unk if the patient's blood glucose was tested during the doctor's visit. She was not hospitalized. The patient indicated during the initial call with the tsr that she received glucose treatment during the visit. However, the patient denied receiving any treatment during the follow-up contact with the tsr. In addition to the reduction of the patient's insulin regimen, the doctor discontinued a high blood pressure medication (doxazosin 2 mg). The patient takes the following additional medications: "stenatill, aspirin, metformin, slozin syverstatin, telynisertin, and cohydromol." This complaint is being reported due to the following conclusion: the patient was unable to test herself due to the alleged meter issue. She developed symptoms of dizziness and weakness, was taken to a hospital, and received glucose treatment. The meter, test strips and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.